Event description:
It was reported that during a laparoscopic appendectomy procedure, the appendix was placed in the bag. The bag split at the bottom and the appendix fell out. On removing the pouch it was noticed that the bottom of the pouch was missing. The missing bit of pouch was retrieved from the patient. It was told that no sharp instrument was ever near the pouch. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition, fully deployed, the bag damaged and the suture torn. Upon evaluation, the bag was noted fully cinched; however, the bag was found torn near the bottom. Following precautions should be taken: do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents. Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments. Excessive forces should be avoided during bag extraction. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.